Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Section a1 patient identifier character limit reached. Patient identifier is (B)(6) stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was connected to a patient in cardiac arrest and failed to flag the patient's ECG rhythm as ventricular fibrillation. As a result, defibrillation therapy was not delivered to the patient. The patient is deceased and the customer is unsure if the device contributed to the patient's outcome.

Manufacturer narrative:
The customer returned the device to stryker and it was scrapped due to the device being beyond its service life. The device was not evaluated and therefore a cause of the reported issue could not be determined. Stryker performed a clinical review of the reported event and determined that the device use did not contribute to the patient's outcome. It was observed that at the time of the reported event, the implantable device had already shocked the patient 15 times. It is unlikely that a shock would have been effective at the time of the malfunction.

Event description:
The customer contacted stryker to report that their device was connected to a patient in cardiac arrest and failed to flag the patient's ECG rhythm as ventricular fibrillation. As a result, defibrillation therapy was not delivered to the patient. The patient is deceased and the customer is unsure if the device contributed to the patient's outcome.